Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in its memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Method code, of the initial medwatch report indicated: blank method code, of the initial medwatch report should have indicated: analysis of data provided by user/third party (4112). . Results code, of the initial medwatch report indicated: blank results code, of the initial medwatch report should have indicated: results pending completion of investigation (3233). Conclusion code, of the initial medwatch report indicated: blank conclusion code, of the initial medwatch report should have indicated: conclusion not yet available (11). Additional mfg narrative, of the initial medwatch report indicated: code # 2645 - na. Code # 1539 - unlabeled. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional mfg narrative, of the initial medwatch report should have indicated: code # 2645 - na. Code # 1539 - unlabeled. The customer, a biomedical engineer, evaluated the device and verified the reported issue. Despite clearing the event code in the device's memory, it would return. Physio-control provided the customer, a biomedical engineer, with technical assistance and recommended that the device be sent to physio-control for repair. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. New information for supplemental medwatch report: the customer later contacted physio-control to advise that they will not be sending their device to physio-control for repair. The device was not returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in its memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode if it were necessary. There was no patient use associated with the reported event.